Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to being light headed and not feeling week. Reportedly, the customer was ill. The customer's blood glucose (bg) level was 500 mg/dl and it was addressed with a correction bolus. The customer left the ER with a bg level in the 300's (mg/dl). It was noted that the customer reverted to manual injections; however, the healthcare provider wanted to put the customer back on the pump to lower bg level. It was confirmed if the customer went back on the pump. A follow up with the customer indicated that the customer was hospitalized on (B)(6) 2016 and was released on (B)(6) 2016. Reportedly, the customer declined to run a system check with the pump as the customer stated the pump is working and the hospitalization was due to the unspecified illness.